Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that a few weeks ago the customer was admitted into the emergency room for high blood glucose levels and ketones. Her high blood glucose level started with an occlusion in the tubing. The customer's blood glucose remained high due a severe cold and she was fighting an urinary tract infection. The device was not returned.